Manufacturer narrative:
(B)(4). The patient was discharged from the hospital (B)(6) 2014, 13 days after admission (previously reported as 12 days after admission). On an unreported date, the patient underwent treatment with vancomycin 1gm intravenously (frequency not reported) and ceftriaxone (dose and frequency not reported) intraperitoneally. The connection issue occurred ¿during changing the bags¿. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a connection issue and acquired peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was reported to be the transfer set became disconnected from the titanium adapter and fell to the floor. The hp then reconnected the products. Three days after the onset of peritonitis, the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics for peritonitis. Twelve days after admission to the hospital, the patient was discharged. At the time of this report, the patient was recovering from the peritonitis event and pd therapy was ongoing. No additional information is available. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available a supplemental report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for the associated lot number h13a16017. There were no issues detected during the manufacturing processes. As the sample was not returned, a device evaluation cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.